Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: there was no damage to the keypad. The contrast button did not work and the ok, and up and down arrow buttons had an intermittent response. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.